Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex coronary artery (lcx) with mild calcification, mild tortuosity and 85% stenosis. Pre-dilation was performed with 2x12mm mini trek balloon dilatation catheter (bdc). A 2.75x38mm xience alpine stent was implanted and then a 2.75x12mm nc trek bdc was used for post dilatation. A dissection was noted at the distal edge of the stent. A non-abbott stent was used to treat the dissection and complete the procedure. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.